Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was poor/no telemetry and it was taking too long to charge. They tried to charge for an hour and 15 minutes and the device didn't advance past 50%. The caller stated that they started at 50%. They were getting all 8 coupling boxes. Troubleshooting was performed. They started standard charging and were currently seeing 4 coupling boxes. The caller stated they were not a happy medtronic customer and felt their daily routine was disrupted by issues with the insr (recharger). No further complications were reported as a result of this event.